Event description:
Edwards received information that a 27mm bioprosthetic aortic valve, implanted approximately ten (10) years, four (4) months, was explanted due to severe aortic insufficiency. The explanted device was replaced with a 23mm bioprosthetic valve. The patient was reported as stable. The device was noted as not available for return.

Manufacturer narrative:
The reported device was not returned to manufacturer as it remains implanted. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.